Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the implantable pulse generator was inoperable and unable to establish communication. The patient underwent an unrelated procedure on (B)(6) 2021, and the device was not placed in surgery mode. Patient lost therapy. A surgical intervention is planned in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.